Manufacturer narrative:
Visual inspections were performed on the returned device. The reported malposition/failure to deploy the suture could not be tested/confirmed due to certain components not being returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide device issues referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a right common femoral vein was attempted with a total of five proglide devices using the pre-close technique via a 7f sheath prior to a electrophysiology (ep) interventional procedure. Reportedly, there was no suture present when then needle plunger was removed after deployment of the first proglide device. The sutures of a second proglide device were pre-placed successfully. An attempt was made with a third proglide device; however, the sutures came out with the proglide device upon removal. The same thing occurred with a fourth proglide that was attempted, the sutures came out with the device. The sutures of another proglide were successfully pre-placed. The sheath was upsized to a 16f and the ep procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures from the second and fifth proglide devices in which the sutures had been successfully pre-placed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.